Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. There is no indication that the patient sustained a serious injury following the event. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor - 03/11/2013, belt - 03/02/2016. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the detection was nsvt. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of 5 shocks while in a nursing facility. The patient was reportedly conscious and pressing the response buttons until the nursing staff instructed the patient to stop pressing them. Review of the download data indicates that the patient entered bradycardia at 20bpm with nsvt at 07:42:04 on (B)(6) 2019. The response buttons were pressed from 07:42:09 through 07:46:23. The lifevest then delivered the first shock at 07:47:58 during bradycardia at 10bpm with nsvt. The post-shock rhythm was vt at 160bpm. The lifevest delivered a second shock at 07:48:20 which converted the vt to bradycardia at 10bpm with nsvt. The lifevest delivered the third and fourth shocks during this time at 07:48:42 and 07:49:09. The rhythm after the fourth shock remained in bradycardia at 20bpm with nsvt until the patient's rhythm transitioned again to vt at 160bpm. The lifevest delivered the fifth and final shock at 07:49:36. The rhythm after the shock remained in vt at 160bpm. No further treatment shock were delivered as the lifevest had delivered the maximum treatment shocks in a single treatment sequence. The patient again used the response buttons from 07:49:46 to 07:50:08 and a non-treatable rhythm was declared by the lifevest at 07:50:10. No death or serious injury resulted. There is no indication that the patient required medical attention following the event. The patient elected to end use.